Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was unknown. The day after the manifestations presented, the patient was hospitalized for peritonitis. The same day the patient began treatment with injection ceftazidime (1gm, daily, for 14 days, route not reported). Two days after hospital admission the patient was discharged and was deemed recovered from the peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.